Manufacturer narrative:
Patient identifier not available from the site. Patient age not available from the site. Patient weight not available from the site. A medtronic representative inspected the imaging system on-site. It was found that the dinguses had jumped a tooth. Saw no physical damage, so it was most likely caused by something getting caught in the gantry while it was being closed. Found no other issues with the system and the door mechanism worked fine after repositioning the dinguses. System ready for use. A mechanical failure mode was confirmed, with the root cause being out of alignment dinguses. A full imaging system check-out was completed following adjustment and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-(B)(4) fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that while in a spinal fusion procedure, the imaging system gantry door was not closing properly. The system was rebooted 2 times, the door moved to the fully open position, and several attempts to close the door were made, all without resolution. The use of the imaging system was discontinued because of this issue. The procedure was completed successfully using a c-arm after a reported delay of 10 minutes. The patient was not impacted.